Manufacturer narrative:
Lift motor lost limits causing litter to hit frame resulting in inaccurate scale.

Event description:
It was reported by service report that the scale was inaccurate. No pt involvement or adverse consequences are reported.